Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Investigation summary: the device associated with this report was received. Visual examination of the returned device did not confirm the crack on the part. However it was observed that a portion of the rim on the inferior face has broken off. Significant wear signs were also evident on the trial. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.

Event description:
It was reported that the sigma fb poly trial cracked, sz 3x 10.